Event description:
The lay user/patient contacted lifescan on sept 28, 2007 and alleged that he had a meter casing issue with his one touch ultrasmart meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occured on two weeks earlier at 2:00 pm. He took diabetes medication (insulin - aprida 18 units) based on a sliding scale after the issue began. The pt also mentioned experiencing symptoms of being shaky and sweaty after the reported issue began. He did not receive/require medical treatment/intervention. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the meter was dropped and it broke into 3 pieces. The pt then discarded the meter. This complaint is being reported because the pt alleged that he experienced symptoms that can be associated with hypoglycemia after his meter was dropped and broke into 3 pieces. Replacement products were sent to the lay user/patient.